Event description:
It was reported that a device with an expiration date of 05 january 2019 was implanted on (B)(6) 2019.

Manufacturer narrative:
The reported event could be confirmed, since the device was implanted on the (B)(6) 2019, and the end of sterilization of the reported lot was the (B)(6) 2019. Based on investigation, the root cause was attributed to be user related. The failure was caused by inattention of the hcp to the expiration date of the device. Since no adverse consequences were reported on this event after weeks of implentation, no further adverse consequences can be expected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that a device with an expiration date of (B)(6) 2019 was implanted on (B)(6) 2019.